Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had inaccurate reading and triggered threshold suspend. It was also reported that the sensor had calibration error alarms. The customer's blood glucose was 170 mg/dl and sensor glucose was 70 mg/dl at the time of incident. The customer's blood glucose was 164 mg/dl and sensor glucose was 69 mg/dl at the time of call. It was reported that threshold suspend was triggered when sensor glucose was 69 mg/dl. The sensor will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.